Event description:
The customer reported that during a patient event, their device loss power on its own. The customer was able to power the device back on for use. The patient was not in need of any critical therapy from the device and did not suffer any adverse effects as a result.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. The customer did advise that they keep their external usb data cable connected to the device which does have the potential to cause a loss of power if there is a short in the cable; however, this was not confirmed to be the case. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported loss of power could not be confirmed.